Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they couldn't get the device to charge. Patient stated the implant was supposed to go dead on saturday and they started trying to charge the implant on saturday morning because the implant battery was at 30% and patient said the controller kept saying it couldn't find the device. Patient said they texted a rep on saturday about the issue and they told the patient to move the recharger around and to call patient services. Patient mentioned they tried charging with a pouch and it wouldn't even hold still. Agent asked and patient mentioned saturday was the first time they were trying to charge their implant after their hcp gave the clear. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Patient mentioned they had to jiggle the ac power supply and recharger cord into the controller. Agent walked patient through resetting controller; patient confirmed controller powered on and a green light was flashing on the controller. Controller showed recharging 100% and implant 30%. Agent instructed patient to start a charge session; controller showed poor recharge quality. Agent instructed patient to reposition the recharger over the implant and controller kept showing poor recharge quality. Agent asked patient if they had any bandages or stitches on the implant site and patient mentioned that their implant site was a little swollen. Agent instructed patient to place the recharger paddle over the relay box, passive recharge numbers show 76-76-76. Agent instructed patient to place the recharger paddle over their implant and numbers show 30-31-81. Patient kept repositioning the recharger but the highest the number got to 42. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the inability to charge/find device was determined to be "pt (patient) weight". The rep noted the actions/intervention to resolve the inability to charge/find device was noted to be "doing a pocket revision." When asked if the issue has been resolved, the rep reiterated a pocket revision will be done. Rep noted information was confirmed with the physician.